Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auto/man switch was replaced.

Event description:
The hospital reported that the auto/man switch was not functioning. There was no report of patient involvement.